Event description:
It was reported to boston scientific corporation that an alliance syringe was used during an esophageal dilation procedure performed on (B)(6), 2013. According to the complainant, during the procedure, this syringe was used with two balloons and both balloons burst. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. The hospital did not report any issues to the syringe, however they confirmed that it was reused. The syringe was returned. Upon receipt of the device by bsc, it was noted that the needle on the gauge was pointing below zero. It is unknown whether the gauge was reading inaccurately during the procedure.; however this has been deemed an MDR reportable event due to the possibility that the gauge was reading inaccurately during the procedure. A picture of the device shows the needle on the gauge is pointing below zero.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination revealed that the gauge was reading below zero. It would appear that the gauge has been damaged thus causing inaccurate readings to be given. The additional information mentions that the unit has been used several times with different patients. It is therefore possible that the unit was misused or over pressurized, damaging the gauge. The reported event of gauge reading inaccurate was confirmed. The most probable root cause of this event is user/use error. The complaint unit had been used several times with different patients. As per the directions for use (dfu) for this device, this unit is intended for single use only. If the unit were used on numerous occasions it is possible that it was over pressurized causing damage to the gauge.

Event description:
It was reported to boston scientific corporation that an alliance syringe was used during an esophageal dilation procedure performed on (B)(6) 2013. According to the complainant, during the procedure, this syringe was used with two balloons and both balloons burst. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. The hospital did not report any issues to the syringe, however they confirmed that it was reused. The syringe was returned. Upon receipt of the device by bsc, it was noted that the needle on the gauge was pointing below zero. It is unknown whether the gauge was reading inaccurately during the procedure.; however this has been deemed an MDR reportable event due to the possibility that the gauge was reading inaccurately during the procedure. A picture of the device shows the needle on the gauge is pointing below zero.